Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device had filtration of fluids. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return as the hospital discarded it. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% tested at the time of manufacture. Additional patient/device information: the patient's gender and patient identifier were reported. It was originally reported the doctor was (B)(6), however that information was incorrect and the initial reporter has been updated. It was also originally reported that the event occurred on (B)(6) 2015, however it was confirmed the event occurred on (B)(6) 2015. It was later reported that the catheter was found to have a hole, which cerebrospinal fluid was seeping from. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.